Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that a "treatment stopped" message appeared approximately ten seconds after the laser began eye treatment. The surgeon was able to resume treatment and completed the procedure with no other issues. Additionally, the surgeon reported that there were no other issues with the laser during subsequent procedures. No further information is expected.

Manufacturer narrative:
Evaluation summary: during on site visit the system verification was performed by the service engineer. Also the logfiles were reviewed by the service engineer. According to service engineer the possible reason can be lost pupil in eye tracker camera. Treatment stopped error may have appeared due to poor illumination from ir illuminator. There were no errors or problem with the laser during the next operation day. No logfiles were provided to the manufacturing site investigator for evaluation. A possible root cause is poor illumination. (B)(4).